Event description:
A surgeon reported a very small metal particle was observed on a pt's iris. The pt is reported as having no problems. The doctor refused to provide additional info.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).